Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had a broken magnet ring on the control section, and the cover glass of the insertion section was cracked. There was no patient involvement.